Event description:
The customer reported erroneous low sodium (na) result generated on their au400 instrument. The erroneous result was reported out of the laboratory and the result was questioned by the physician. Patient treatment was not impacted by this event. The sample was repeated and higher result was obtained. The sample was clear and unclotted plasma that was collected in heparin gel separator tube. The qc data prior to and post the event were within acceptable range. The customer stated their instrument maintenance is current. In addition, ise calibration data were okay. On (B)(6) 2011 a field service engineer (fse) visited the customer and performed the following: cleaned d-pot and performed cleaning on ion-selective electrode (ise). Adjusted the sample probe that was not dispensing over mix paddle. Adjusted j-nozzels to allow dispensing on edge of cup. Calibrated the instrument three times and ran precisions on customer qc. Root cause: ise alignments needed to be adjusted. Alignments were off so mixer and j nozzles were not performing to specification.